Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Microscopic examination of the non-needled end revealed that it appeared to have broken. Unfortunately, as the complementary end of the break had not been received for examination, it was not possible to determine the cause of the problem.

Manufacturer narrative:
(B)(4). Corrected information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the suture broke during subcuticular closure. A same like device was used to complete the procedure with no adverse patient consequences.